Event description:
During an in-clinic follow up, episodes of noise resulting in automatic mode switch were observed on the device. No intervention was performed at this time. The patient was stable with no consequences and will continue to be monitored.